Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 - device evaluation: the pump has been returned to animas and evaluated on 07/13/2015 with the following findings: pump reboot events were observed in the black box. A low battery warning was confirmed on (B)(6) 2015 at 2:51am. The rebooting was preceded by a replace battery alarm on (B)(6) 2015 at 7:45am. The voltage in the black box was low. No damage was found to the battery compartment. The pump¿s electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing and the pump gave an audible and visual alert. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.